Manufacturer narrative:
Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 13 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture and capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with 500cc mentor memorygel breast implants and experienced rupture and capsular contracture on the right side postoperatively. As a result, the patient underwent device removal and replacement with an unspecified tissue expander on (B)(6) 2020.